Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was admitted to the emergency room (ER) due to a high blood glucose (bg) level, and high ketone levels. A specific bg value was not provided. The customer was treated with intravenous saline and insulin, and was released from the ER on 8/25 with no permanent damage. The cause of the reported issue was unknown.